Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent an inguinal hernia repair procedure on (B)(6) 2010 and mesh was implanted. Post operatively, the patient experienced discomfort and pain. The patient underwent a procedure in (B)(6) 2015 for mesh removal, yet still suffers from discomfort and pain. Additional information has been requested.